Event description:
New information noted that premature battery depletion was suspected.

Event description:
It was reported that the pulse generator could not be interrogated. There was no magnet rate response with the magnet applied. The device was explanted and replaced on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
Evaluation description: final analysis found an integrated circuit anomaly in the rf module which resulted in a high current drain. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.